Manufacturer narrative:
Vyaire medical file identification: (B)(6). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that volumes are measuring too high on the lap top ventilator 1200. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
"Results of investigation:vyaire medical received the device for evaluation. Reported problem was unable to duplicate per failure analysis laboaratory investigation report. Unit was connected to a flow analyze and ran on users last known setting for about an hour. Volumes remain stable and within specification. At 500ml setting, monitored volume reading is at 509 ml, analyzer measured 497 ml. Performed tidal volume test per servitude manual, unit was passing on all counts. Resumed ventilation for additional 30 minutes, no issues or abnormal event were noted. Process ventilator thru service for a complete calibration checkout to meet all factory specification and standard. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.